Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# n0035911, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3550-09, lot# lb0950, implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: accessory. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The patient quit charging around (B)(6) timeframe as she was moving and was not getting effective pain relief. It now appears over-discharged and 3 physician mode recharges (pmr) were not successful. It was reported 3 days later that it was unknown how many over-discharges this has been. The patient quit using it back in (B)(6) 2013. The patient was not receiving therapy as the device cannot be trickle charged. The patient was considering battery replacement.